Event description:
Caller reported that alarm 01 reoccurred after initial troubleshooting earlier in the day and that a new cartridge could not be loaded. There was no adverse impact to the customer¿s blood glucose level. Customer support advised the caller to replace the pump since past cartridge alarms had occurred with the same pump. A replacement pump with updated software was sent to the caller, alongside instructions for placing the current pump into storage mode and returning it via ups. The caller understood and acknowledged all instructions and arrangements for a signature-free delivery.